Manufacturer narrative:
It was reported the event occurred in late (B)(6). Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device does not power on which were not reproduced. Evaluation found that the device powers on with a known good standard battery and the customer supplied alternating current power adaptor. The device was not received with a customer supplied standard battery or wireless battery module to be tested. Upon further inspection evaluation found that the device does not power on when opening the door. The reported symptom was verified and found during a visual inspection to be caused by the upper hook switch, which was stuck inside of the switch housing and permanently depressed. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on. There was no known patient injury or medical intervention associated with this event. No additional information is available.